Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1b endoleak from the right common iliac artery. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The cause of the type 1b endoleak could not be determined with the medical records /images available for review however bilateral iliac stenosis at the index procedure likely contributed to this event. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- name, h6: result code: remove code 3221, h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension. Three 3 weeks post initial implant, occlusion of the left limb of the bifurcated stent graft and native vessel (iliac) to femoral artery were identified. A surgical procedure and non - endologix stent was implanted to repair the left common femoral artery. Approximately four (4) years post initial procedure, the original bifurcated stent graft was relined with another bifurcated stent graft. These events were previously reported in 2017 under 20131527-2017-00349. Now approximately two (2) years post reline, a type 1b endoleak from the right limb of the bifurcated stent graft was identified. Another intervention was completed. The physician elected to implant a limb stent graft extension on the right side and another suprarenal stent graft extension to treat this leak. The patient did well during the procedure and was discharged.